Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs 078 call service alarms. During investigation, the ez-prime steps were performed correctly with no call service alarms occurring. The pump case was removed and there was moisture corrosion found on the force sensor circuit and the motor flex/connector of the pcb. The complaint of the call service alarm issue was shown in the pump history but was not duplicated during testing. Unrelated to the complaint, investigation revealed that the display screen contrast was dim and reddish.